Event description:
It was reported that during photoselective vaporization procedure of the prostate, the fiber tip broke after 20min of use. The fiber piece was recovered and a second fiber was utilized to continue with the procedure. There was no injury to patient.